Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch lost connection when the system was not in clinical use. The philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.